Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the inferior vena cava and filter limbs perforated the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two days later, an x-ray abdomen kidney, ureter and bladder (kub) 1 view showed that an inferior vena cava filter was identified in position. On the next day, an ultrasound extremity vein bilateral showed no deep venous thrombosis within the visualized right lower extremity. Also, an x-ray abdomen kidney, ureter and bladder (kub) 1 view showed that an inferior vena cava filter was in place. Also, a computed tomography (CT) abdomen and pelvis with oral and intravenous contrast showed that an inferior vena cava filter was again seen within the infrarenal inferior vena cava. After six years later, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with and without contrast showed that there was an inferior vena cava filter. There appeared to be extra caval extension of some of the limbs of the filter. There also appeared to be some degree of angulation of the filter. After two months, during the hospital visit, a recent computed tomography (CT) abdomen demonstrated that the inferior vena cava filter was tilted. After two months, a bilateral venous duplex showed negative for any evidence of deep vein thrombosis. After one month, an attempt was made to retrieve the filter from the patient¿s body. A computed tomography (CT) abdomen showed transmigration of the legs through the wall of the inferior vena cava. Under fluoroscopy, there were seen to the left side. The head was tilted to the right and was not centric. Through the ultrasound-guided right internal jugular vein access, a micropuncture kit was used to access the vessel. A vena cavagram showed that there was good flow through the filter. The filter did not appear to be blocked. There were 2 legs that appeared to go through the wall on the left side. On the right side , 1 leg was subintimal. The head seemed to be tilted towards the right. An intravascular ultrasound demonstrated that the filter head was definitely in the wall, only the tip. It seemed worth a try to dislodge the head. A merit en snare 18 to 30 was used and captured the nitrex wire as it came backwards, and the wire actually hooked onto the hook of the filter. I tried to push the filter down and sideways, but it still would not loosen the head. A 4 mm balloon was inserted and ballooned the head portion of it, but it still did not take it out from there. The tip of that wire was captured, as it hooked under the head with the en snare. It still would not release it. A thunder wire was tried finally, and once again it was unsuccessful. The patient complained of pain, when the physicians were tugging on the filter. The procedure was terminated. A repeat venogram showed that the inferior vena cava filter was still intact. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the patient experienced pulmonary embolism post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, perforation of the ivc and pe post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc and filter limbs perforated the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post deployment. The current status of the patient is unknown.